Manufacturer narrative:
Additional information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was explanted and on the same day different surgery a replacement lens of longer length lens was implanted. The patient is stable. D6a- (B)(6) 2023; d6b- (B)(6) 2025; claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced vision issues. The lens was explanted and a new lens was implanted. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).